Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4).. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be failed downstream sensor. Actions were taken to mitigate the reported issue: replace downstream sensor. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the device was showing with error message. No patient injury was reported.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 displayed a constant alarm with no error message. The patient used the backup pump to resume therapy as the infusion was life sustaining. There was no reported injury to the patient.